Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic"), genital haemorrhage ("abnormal bleeding (general)") and suicidal ideation ("suicidal thoughts") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included alprazolam (xanax) from 2014 to 2015, bupropion (wellbutrin) from 2014 to 2015, hydrocodone from 2014 to 2015, ibuprofen (motrin) from 2014 to 2015, panadeine co (tylenol #3) from 2014 to 2015 and tramadol from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/other injury(ies) or complication please describe: excessive bloatedness in stomach"), fatigue ("hormonal changes describe: fatigue"), headache ("headaches"), mood swings ("mood swings"), hyperhidrosis ("sweating"), acne ("acne breakout"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("body was sensitive to things normally wouldnt be"), vaginal discharge ("excessive discharge/vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), suicidal ideation (seriousness criterion medically significant), blister ("blisters all over body"), migraine ("migraines"), palpitations ("heart palpitations"), nausea ("nausea/nauseated painful bowel movements"), tooth disorder ("dental problems"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision"), weight decreased ("weight loss"), feeding disorder ("was not able to eat"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain ("abdomen pain") and weight fluctuation ("weight gain / loss"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced depression ("neurological conditions or problems type: depression"), the second episode of dyspareunia ("painful sex"), back pain ("back pain"), gastrointestinal pain ("bowel movement pain / painful bowel movements"), inflammatory pain ("inflammation pain"), skin irritation ("skin irritations"), asthenia ("weakness"), amnesia ("memory loss"), pain in jaw ("jaw pain"), toothache ("teeth pain"), panic attack ("panic attack"), metamorphopsia ("distorted vision") and rash macular ("spots on my body"). The patient was treated with antibiotics and surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, the last episode of dyspareunia, fatigue, headache, mood swings, hyperhidrosis, acne, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, female sexual dysfunction, blister, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, tooth disorder, dysmenorrhoea, allergy to metals, vision blurred, weight decreased, feeding disorder, abdominal pain, weight fluctuation, asthenia, amnesia, pain in jaw, toothache, panic attack, metamorphopsia and rash macular outcome was unknown and the depression, suicidal ideation, anxiety, alopecia, arthralgia, back pain, gastrointestinal pain, inflammatory pain and skin irritation had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bladder disorder, blister, depression, dysmenorrhoea, fatigue, feeding disorder, female sexual dysfunction, gastrointestinal pain, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammatory pain, menorrhagia, metamorphopsia, migraine, mood swings, nausea, pain in jaw, palpitations, panic attack, pelvic pain, rash macular, skin irritation, suicidal ideation, tooth disorder, toothache, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: everything came back normal. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received, consumer address updated. Mood swings, sweating, acne breakout, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), hypersensitivity, excessive discharge, apareunia suicidal thought, broke out in blisters all over body, bladder or urinary problems or changes, migraines / headaches, heart palpitations, nausea, dental problems, depression, anxiety, suicidal thoughts, dysmenorrhea (cramping), nickel allergy, dyspareunia, vaginal discharge, blurred vision, dark spots, fatigue, weight loss, was not able to eat, nauseated painful bowel movements, hair loss, excessive bloatedness in stomach, joint pain, abdominal pain, weight gain/loss, back pain, bowel movement pain, inflammatory pain, skin irritation, weakness, pain in jaw, toothache, panic attack, distorted vision, spots on body, did not undergo essure confirmation test. Concomitant drugs added. Lab data, product indication added. Event onset date. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic / excruciating pain"), genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") and suicidal ideation ("suicidal thoughts") in a 28-year-old female patient who had essure (batch no: b66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included alprazolam (xanax) from 2014 to 2015, bupropion hydrochloride (wellbutrin) from 2014 to 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) from 2014 to 2015, hydrocodone from 2014 to 2015, ibuprofen (motrin) from 2014 to 2015 and tramadol from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/other injury(ies) or complication please describe: excessive bloatedness in stomach"), fatigue ("hormonal changes describe: fatigue"), headache ("headaches"), mood swings ("mood swings"), hyperhidrosis ("sweating"), acne ("acne breakout"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("body was sensitive to things normally wouldnt be / allergic or hypersensitivity reaction"), vaginal discharge ("excessive discharge/vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), suicidal ideation (seriousness criterion medically significant), blister ("blisters all over body"), migraine ("migraines"), palpitations ("heart palpitations"), nausea ("nausea/nauseated painful bowel movements"), tooth disorder ("dental problems"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision / distorted vision"), feeding disorder ("was not able to eat"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), weight fluctuation ("weight gain / loss"), cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"), vaginal infection ("infection (bladder/ urinary tract/ vaginal)"), visual impairment ("vision/eye problems"), rash ("rashes or skin condition") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced depression ("neurological conditions or problems type: depression"), the second episode of dyspareunia ("painful sex"), back pain ("back pain"), dyschezia ("bowel movement pain / painful bowel movements"), inflammatory pain ("inflammation pain"), skin irritation ("skin irritations /skin condition"), asthenia ("weakness"), amnesia ("memory loss"), pain in jaw ("jaw pain"), toothache ("teeth pain"), panic attack ("panic attack"), metamorphopsia ("distorted vision") and rash macular ("spots on my body"). The patient was treated with antibiotics and surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, the last episode of dyspareunia, fatigue, headache, mood swings, hyperhidrosis, acne, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, female sexual dysfunction, blister, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, tooth disorder, dysmenorrhoea, allergy to metals, vision blurred, weight decreased, feeding disorder, abdominal pain, weight fluctuation, asthenia, amnesia, pain in jaw, toothache, panic attack, metamorphopsia, rash macular, cystitis, urinary tract infection, vaginal infection, visual impairment, rash and gastrointestinal disorder outcome was unknown and the depression, suicidal ideation, anxiety, alopecia, arthralgia, back pain, dyschezia, inflammatory pain and skin irritation had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bladder disorder, blister, cystitis, depression, dyschezia, dysmenorrhoea, fatigue, feeding disorder, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammatory pain, menorrhagia, metamorphopsia, migraine, mood swings, nausea, pain in jaw, palpitations, panic attack, pelvic pain, rash, rash macular, skin irritation, suicidal ideation, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: everything came back normal. Most recent follow-up information incorporated above includes: on 21-dec-2018: plaintiff fact sheet received : lot number added. Events cystitis,urinary tract infection,vaginal infection, visual impairment ,rash and gastrointestinal disorder were added. Skin condition clubbed with event skin irritation. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic / excruciating pain"), genital haemorrhage ("abnormal bleeding (general) / excessive bleeding") and suicidal ideation ("suicidal thoughts") in a 28-year-old female patient who had essure (batch no. B66020) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included from 2014 to 2015, alprazolam (xanax) from 2014 to 2015, bupropion hydrochloride (wellbutrin) from 2014 to 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) from 2014 to 2015, hydrocodone from 2014 to 2015 and tramadol from 2014 to 2015. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("bloating/other injury(ies) or complication please describe: excessive bloatedness in stomach"), fatigue ("hormonal changes describe: fatigue"), headache ("headaches"), mood swings ("mood swings"), hyperhidrosis ("sweating"), acne ("acne breakout"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), hypersensitivity ("body was sensitive to things normally wouldnt be / allergic or hypersensitivity reaction"), vaginal discharge ("excessive discharge/vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), suicidal ideation (seriousness criterion medically significant), blister ("blisters all over body"), migraine ("migraines"), palpitations ("heart palpitations"), nausea ("nausea/nauseated painful bowel movements"), tooth disorder ("dental problems"), anxiety ("anxiety"), dysmenorrhoea ("dysmenorrhea (cramping)"), allergy to metals ("nickel allergy"), the first episode of dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("blurred vision / distorted vision"), feeding disorder ("was not able to eat"), alopecia ("hair loss"), arthralgia ("joint pain"), abdominal pain ("abdomen pain"), weight fluctuation ("weight gain / loss"), cystitis ("infection (bladder/ urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/ vaginal)"), vaginal infection ("infection (bladder/ urinary tract/ vaginal)"), visual impairment ("vision/eye problems"), rash ("rashes or skin condition") and gastrointestinal disorder ("gastrointestinal or digestive system condition") and was found to have weight decreased ("weight loss"). In 2016, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced depression ("neurological conditions or problems type: depression"), the second episode of dyspareunia ("painful sex"), back pain ("back pain"), dyschezia ("bowel movement pain / painful bowel movements"), inflammatory pain ("inflammation pain"), skin irritation ("skin irritations /skin condition"), asthenia ("weakness"), amnesia ("memory loss"), pain in jaw ("jaw pain"), toothache ("teeth pain"), panic attack ("panic attack"), metamorphopsia ("distorted vision") and rash macular ("spots on my body"). The patient was treated with antibiotics and surgery (to remove the essure implant, total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal distension, the last episode of dyspareunia, fatigue, headache, mood swings, hyperhidrosis, acne, genital haemorrhage, vaginal haemorrhage, menorrhagia, hypersensitivity, vaginal discharge, female sexual dysfunction, blister, bladder disorder, urinary tract disorder, migraine, palpitations, nausea, tooth disorder, dysmenorrhoea, allergy to metals, vision blurred, weight decreased, feeding disorder, abdominal pain, weight fluctuation, asthenia, amnesia, pain in jaw, toothache, panic attack, metamorphopsia, rash macular, cystitis, urinary tract infection, vaginal infection, visual impairment, rash and gastrointestinal disorder outcome was unknown and the depression, suicidal ideation, anxiety, alopecia, arthralgia, back pain, dyschezia, inflammatory pain and skin irritation had resolved. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, bladder disorder, blister, cystitis, depression, dyschezia, dysmenorrhoea, fatigue, feeding disorder, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hyperhidrosis, hypersensitivity, inflammatory pain, menorrhagia, metamorphopsia, migraine, mood swings, nausea, pain in jaw, palpitations, panic attack, pelvic pain, rash, rash macular, skin irritation, suicidal ideation, tooth disorder, toothache, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, weight decreased, weight fluctuation, the first episode of dyspareunia and the second episode of dyspareunia to be related to essure. The reporter commented: plaintiff claim that essure not worsened a previously existing injury/condition. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: results: everything came back normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), abdominal distension ("bloating"), dyspareunia ("painful sex"), fatigue ("fatigue") and headache ("headaches"). The patient was treated with surgery (to remove the essure implant ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression, abdominal distension, dyspareunia, fatigue and headache outcome was unknown. The reporter considered abdominal distension, depression, dyspareunia, fatigue, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.